Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. However, the device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two occurrences where a novum iq large volume pump over infused chemotherapy. The expected therapy time was 24 hours; however, the setup was run two days in a row and on both days the infusion completed in 23 hours (one hour earlier than expected). There was no report of patient injury or medical intervention associated with this event. No additional information is available.